Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for dilation and deployed. However, post deployment of the stent, distal stent edge dissection was observed, and it was covered with another 2.75 x 16mm synergy xd stent to complete the procedure. There were no further patient complications.